Event description:
The complainant alleged that during routine testing by a biomed the device's baseline railed to the top of the display screen. The complainant indicated that there was no pt involvement with this reported malfunction.